Event description:
During aaa repair on (B)(6) 2010, when the operator tried to release the trigger wire release mechanism, the collar would not move. Using clamps and considerable force, the collar eventually moved and the trigger wire released. No additional info was provided by the reporter.

Manufacturer narrative:
(B)(4). Patient outcome was not provided by reporter. (B)(4). Event evaluation: still under investigation.